Manufacturer narrative:
The device was not repairable.

Event description:
It was reported that the power cord inlet filter was arced to the bed frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power cord is burned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.